Event description:
It was reported that (1) device was used during a gynecological surgery. It was reported by the affiliate that the 512b trocar did not work properly. The device would not puncture the tissue. Another trocar was used to complete the case. There was no consequence to the pt.